Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mcreynolds removal tool. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Catalog, lot #, expiration date, implant date, explant date, and manufacturing date were updated. An event regarding thread fracture involving a (B)(6)¿s adaptor was reported. The event was confirmed. A material analysis indicated the fractured occured in a mixed-mode overload condition. No material or manufacturing defects were observed on the device features examined. A device history review indicated that the reported device was manufactured and accepted into stock with no reported discrepancies. There has been 1 other event for the reported regarding fracture. The investigation concluded that there are no material or manufacturing defects were observed on the device features examined. The material analysis indicated there was off-axis loading leading to an overload condition. The event can be attributed to use error. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon wanted to change the anteversion of the stem and half of the threaded allowance of the tool broke off inside the stem. The stem and cone body had to be removed completely and a new upsized stem was implanted.

Event description:
It was reported that the surgeon wanted to change the antiversion of the stem and half of the threaded allowance of the tool broke off inside the stem. The stem and cone body had to be removed completely and a new upsized stem was implanted.